Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guiding catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that during use with the steerable guiding catheter (sgc) the patients blood pressure dropped, and a pericardial effusion was observed. Medication was given, and pericardiocentesis was performed for treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The transseptal puncture was noted to be difficult due to the enlarged right atrium. The steerable guiding catheter (sgc) was advanced without issue. The clip delivery system (cds) was then advanced to the mitral valve leaflets. While grasping, the patients blood pressure dropped, and a pericardial effusion was observed. Medication was given to stabilize the patient. The procedure was completed with one clip implanted, reducing the mr to 2+. Pericardiocentesis was then performed and approximately 750 cc of blood was removed. A pigtail drain was placed, and the patient was confirmed to be stable. It is suspected that the transseptal needle may have caused the effusion, but this could not be confirmed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of hypotension and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hypotension was likely a cascading effect of the pericardial effusion. Although a conclusive cause for the reported patient effect of pericardial effusion and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.